Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The external/internal inspection was performed and passed, along with all of the electrical testing. Temperature test was completed and passed specifications. An inspection of the door assembly found the piston foam deteriorated and the door piston was cracked. The evaluation concluded that the cause of the failure was a deteriorated piston foam. The piston foam and the door piston were to be scrapped and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.